Event description:
A customer reported an adverse skin reaction on day 3 of wear of the adc freestyle libre sensor. Additionally, the customer described skin irritation at the sensor site and was prescribed the corticosteroid cream, triamcinolone 1%, in( B)(6) 2019 for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor (B)(4) and no issues were observed. Observed adhesive was returned. Extended investigation has also been performed. A device history record (DHR) was performed and the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and shows all processes were effective. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date entered is based on the customer's statement of "(B)(6) 2019." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an adverse skin reaction on day 3 of wear of the adc freestyle libre sensor. Additionally, the customer described skin irritation at the sensor site and was prescribed the corticosteroid cream, triamcinolone 1%, in (B)(6) 2019 for treatment. There was no report of death or permanent injury associated with this event.